Event description:
I purchased a pair of contact lenses (crazy contacts) from an online contact lens store (http://www.cosplayeyez.com/) that said their contact are over the counter non prescription suitable for all eyes. I got an eye infection. I contacted the owner (B)(6) and said that the lenses are perfectly safe because they don't require a prescription that their lenses are approved by the FDA to be sold with no prescription and that they fit all eyes. Where can I send the lenses to be seen. The lenses do not have FDA approved on the label simply made in (B)(6). I told them that I woke up with pain in my eyes and blurry vision after I used the lenses and they haven't replied.